Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited failure to advance the stylet and failure to extend the helix. The ra lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and failure to advance stylet were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was overtorqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification. Unable to perform stylet insertion test due to the overtorqued inner coil in the connector region. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the overtorqued inner coil. The cause of the reported event of failure to advance stylet was isolated to the overtorqued inner coil.